Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6 reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported left side capsular contracture baker grade unknown. Device was explanted.